Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2008 and presented on (B)(6) 2016 with corneal ectasia in right eye. A brief description of the event says that patient had uneventful lasik on (B)(6) 2008 in both eyes and there was no evidence of pre-operative risk factors. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and reported he was seen by another physician prior to this visit as was being fit for contact lens in right eye but is not happy with vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2008: right eye: pre-op 20/20 -2.25 x -.50 x 105; left eye: pre-op 20/20 -2.50 x -.25 x 125.